Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported issue. There were no electronic patient records from the reported event date. Physio performed some unrelated repairs. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had powered off and back on by itself five times during a check of the device. There was no patient use associated with the reported event.